Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient experienced diabetic ketoacidosis after an appendectomy. She did not wear the pod during the surgery but when she got home, her blood sugars were high, reaching 435 mg/dl, with a new pod on. She was throwing up and contacted the surgeon who advised to go to the emergency room; she went on (B)(6) 2018. The patient was in the ER for 3 hours and then admitted for 2 nights. She was diagnosed with diabetic ketoacidosis and dehydration. Treatment included an IV and manual injections of insulin. The patient was given g5, insulin, and zofran for nausea. The surgery occurred on (B)(6) 2018 and her basal rate had been lowered on the same day. She was also to correct any bg over 180 mg/dl and to not calculate carbohydrates, just correction boluses not for meals. The patient had resumed counting carbohydrates on (B)(6) 2018. Her basal was reverted back to the original setting on (B)(6) 2018. The patient stated that her high blood glucose did not have anything to do with the use of the omnipod system.